Event description:
Cardiac cath performed after which decision made to perform angioplasty. Guidewire inserted, percutaneous transluminal coronary angioplasty (ptca) performed. After procedure a survey shot revealed the tip of the high torque wire was separated from the radiopaque area.====================== health professional's impression======================tip detached. Unable to remove safely without potential for harm to patient. Emergency transfer to or and pericardial window performed.